Manufacturer narrative:
Concomitant medical product - model: ddbb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two high rate non-sustained (hrns) episodes recorded that exhibited t-wave oversensing (twos) post sense on the right ventricular (rv) lead. The patient thinks they were exercising at time of episodes. It was noted that the rates are elevated during hrns episodes and the morphology is different than current electrogram (egm) and the non-sustained ventricular tachycardia (nsvt) episode. Additionally, it was noted that the patient has small r-waves. Follow up was conducted and it was verified that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.